Event description:
It was reported that post-implant, noise was noticed on the lead but it was very intermittent. Pocket and header manipulation of the lead revealed no noise. Moving the patient did not disclose any noise either. The noise was observed three times lasting less then a few seconds for each. The physician observed the noise and decided to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d354trm, crt-d, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.